Event description:
During preparation, the wire of the jagtome was found to be broken. The endoscopic retrograde cholangiopancreatography (ercp) procedure was completed with another of the same device. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device is returned to bsc site, though the follow-up attempts are in the progress to confirm the validity of the returned device. A product eval is pending.